Event description:
Interference was noted on the left ventricular lead which led to pacing inhibition. The device was reprogrammed and diagnostic imaging was performed, but no damage to the lead was observed. Replacement of the lead is anticipated and the patient is in stable condition.